Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ¿cipro¿ (ciprofloxacin, 750mg, one dose, orally), levaquin (250 mg, every other day for seven days, orally) and vancomycin (one gram, two times a week for two weeks, intraperitoneally) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.